Event description:
It was reported that a balloon rupture occurred. A 10/3.50 flextome¿ cutting balloon¿ catheter was used for treatment. During procedure, it was observed that the balloon ruptured. The device was removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was returned with a stopcock attached to the hub. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The device was again attached to an encore inflation unit, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole at 1 mm proximal to the proximal end of the distal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. It was noted that the midshaft and hypotube were kinked at several locations along their length. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.50 flextome cutting balloon catheter was used for treatment. During procedure, it was observed that the balloon ruptured. The device was removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(4).